Event description:
On (B)(6) 2025, the user contacted the agent requesting to return the pump due to disliking the tubing and frequent alarms. The agent informed the user that the ilet must be worn for 30 days before a return can be accepted, and the user agreed to call back on (B)(6) 2025. During the incident, blood glucose (bg) levels ranged from 50 mg/dl to 203 mg/dl, with bg out of range for more than 90 minutes. The ilet alerted for both high and low bg values. Bg was corrected with glucose tablets, sugar, or juice. No outside assistance or medical intervention was required. No symptoms were reported during the event. Lowest blood glucose (bg) recorded was 50 mg/dl. Bg was corrected. No symptoms were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.